Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 2 of 5. The hp stated that the patient line was not properly connected and came apart. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the home patient (hp). The hp confirmed they understood it was unsafe to leave connections loose. The hp confirmed a loose connection was the cause of the alarm. The hp stated they have had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was confirmed. The root cause was a loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.